Event description:
Patient reports top aligners dig into the gums right above the front teeth and cut the patient when trying them on the first time. Patient had to remove the aligner immediately. Byte clinical support team (cst) provided warm water tip to see if aligner fit can be improved. Dental history includes orthodontic braces.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.